Manufacturer narrative:
The device was returned for analysis. An incoming visual inspection did not show any anomalies. Upon initial interrogation the device showed the battery status mos1. The ICD was implanted for over 44 months and an amount of 27 charging cycles was documented. Subsequently the memory content of the ICD was inspected, showing a normal device function while implanted and in service. The data documented that a vf episode was properly detected on (B)(6) 2018 and on (B)(6) 2018. Two 40 joule shocks were delivered on each episode, the second of which terminated the vf. Further inspection of the data showed that on (B)(6) 2018 three dft-tests were performed, where an induced 30 joule shock was delivered on each case. One of these three shocks terminated successfully the vf episode. According to the available data, the ICD functioned as expected. In a next step the ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the device proved to be fully functional. The analysis of the memory content showed a normal device behavior while the device was implanted and in service. There was no indication of a device malfunction. It is reasonable to assume that the clinical observation resulted from an intrinsic high defibrillation threshold. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Event description:
This patient suffered a ventricular fibrillation arrest, however this ICD failed defibrillation on the first shock and was successful with a second shock. Dft testing was performed and elevated defibrillation threshold was observed. The patient was referred for implantation of an additional defibrillation lead and new generator.